Event description:
A surgeon reported a pt with a posterior capsule tear during intraocular lens (iol) implant surgery. The pt was noted to have some inflammation on the first postoperative day. In a follow up, the surgeon also reported an unexpected postoperative refraction. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on 05/14/2012 and 05/21/2012 by phone, fax, and mail. Additional information was received in a follow up phone call on 05/15/2012. A completed questionnaire has not been received. (B)(4).